Event description:
Boston scientific received information that this patient, implanted with a competitor device and a boston scientific right ventricular lead experienced a loss of consciousness resulting in a fall associated with bruising of his upper and lower extremeties. Subsequently the patient reported beeping tones from the competitor device. Additionally the patient has been complaining of chest pain and was referred to his physician and was provided the phone number to the competitor manufacturer.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.